Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin deliveries were stopped while the customer was swimming. In addition, it was reported that the 2 cartridges "burst" after filling the cartridges with 300 units of insulin. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.